Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that error 67 occurred prior to the ureteroscopic lithotripsy (ursl) stone removal procedure starting. Two different fibers were attempted to be used with the console. However, the procedure was then cancelled due to the error received stating the fiber expired. The customer would not provide information regarding whether there were any patient complications or whether the patient was sedated. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that error 67 occurred prior to the ureteroscopic lithotripsy (ursl) stone removal procedure starting. Two different fibers were attempted to be used with the console. However, the procedure was then cancelled due to the error received stating the fiber expired. The customer would not provide information regarding whether there were any patient complications or whether the patient was sedated. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse checked the console and verified the laser, debris shield and fibers. The fse found that the fiber had exceeded the available number of usages. The console was in working condition. It is probable that the reported event was caused by the fibers being expired. Based on the information available, the complaint is assigned the conclusion code of no problem detected because there was no damage or malfunction identified.